Event description:
Following a magnetic resonance imaging (MRI), the device was found to be in backup vvi mode (bvvi) resulting in of high-voltage (hv) therapy being disabled. The device had not been programmed into MRI mode and was not conditional for an MRI. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.